Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign objects in the nozzle. There was no patient involvement.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material was found inside the nozzle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we could not conclusively specify the root cause of the foreign material remained in the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.